Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be defective hardware. The investigation was performed considering complaint description, cs reports, system history and system log files. During the procedure the system movement was aborted. As a safety measure the override function normally allows slow movement, but in this case no system movement was possible. The log file analysis shows that the system detected several short proximity messages from the c-arm lift which indicates a "cable break". At the same time an error message is displayed informing the customer about the "collision of c-arm - move out of collision zone". The frequent number of proximity messages did not indicate a permanent error; but a sporadic one. From this it can be deduced that the (input) signal for these error messages toggles. If the signal toggles no movement is possible. Upon investigation the involved customer service engineer dismantled the cover (lift c-arm) and inspected the cover as well as the cable for possible damage. The engineer found a defective cable with a bad soldered point inside the cable. The engineer replaced the defective cable and after its replacement the system works as specified. This case is considered a single event and the cable supplier has neither a general nor systematic problem. The occurrence rate of the identified cause has been checked and no error accumulation has been identified. The incident is not classified as a reportable event after a thorough investigation as neither serious injury, death, nor unexpected prolonged hospitalization of the patient or other person occurred, or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis pheno system. During an interventional procedure, the user reported a defective cable. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.